Event description:
It was reported that the patient experienced pain in the rear and had difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure. The explanted ipg was discarded per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.